Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer experienced hypoglycemia and loss of consciousness; emergency doctor was called. Caller stated patient was admitted to the hospital with a blood glucose level of 11 mg/dl; was treated with glucose IV. Requested return of the alleged device for evaluation.